Event description:
Procedure type: sigmoid resection. According to the reporter: the surgeon cleaned off the bowl via skeletonizing of any fat and excess tissue. A tri-staple 60mm purple load was applied to the sigmoid colon, closed with the device and held for 15 seconds. The handle was squeezed with slow consecutive squeezes until the full purchase of the staple load was deployed. The staple line was intact. A serosal tear of the tissue on the sigmoid occurred. The surgeon had to hand sew the serosal tear with a series of vicryl and silk sutures. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. All indications from the reporter are that the stapler functioned exactly as it should have from a firing standpoint.

Manufacturer narrative:
(B)(4).